Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned device found evidence confirming the reported event. Depuy synthes considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Loose tibial base plate, attune sz 5 fb.